Event description:
It was reported that during an unspecified endoscopic procedure, the guide wire passage through the side car was restricted. A stone in the biliary duct had been removed by unspecified means. The physician attempted to advance an rx lithotripter compatable basket over an unspecified type of guide wire, but the device would not "conduct any torque motion". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".